Manufacturer narrative:
This report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a study graph was provided by the customer for analysis. The returned sample did not meet specification as received by medtronic. The customer reported they had a study with blue lines throughout it. The reported condition was confirmed. The investigation found that according to the graph there was a failure in the ph sensor of the bravo capsule resulting in false high reading of ph. The investigation identified the cause of the reported event to be ph sensor of capsule. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study with blue lines throughout it. Technical support remotely accessed the computer and verified the information. The recorder worked correctly during the previous procedure. A repeat procedure was necessary though there was no patient harm.